Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis, in between an 8 cm segment of insulation body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 12 and 15 cm proximal to the lead tip the insulation was found rubbed through. In this region the coating of the conductor cable to the distal shock coil was found damaged. This damage can be considered as the root cause for the issue of noise which led to shock delivery as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted due to noise on the lead. The patient received about 30 inappropriate shocked. They believed the suture sleeve was cut through by the suture the physician used to tie it down. There were no adverse patient events reported. Should additional information be received, this file will be updated.